Event description:
On march 12, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (meter does not turn on). During troubleshooting, the customer care advocate noted that the subject meter was dropped in water. This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with oral medication. The subject meter ceased to power on after it was dropped in water on (B) (6) 2010. Reportedly, two weeks after, the pt developed symptoms of "dizziness, sleepy, and anxiety." Prior to (B) (6) 2010, the pt went for a doctor's office visit where he obtained a blood glucose reading of "496 mg/dl" on a clinic's meter. The pt's doctor treated him with 35 units of insulin. Although the cca noted that there was product misuse based on the information the pt provided, this complaint is being reported because the pt claimed he received medical intervention that could be suggestive for hyperglycemia one month after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.